Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and chest pain. The right atrial (ra) lead exhibited high thresholds, loss of capture and an impedance warning. The ra lead remains in use. No further patient complications have been reported as a result of this event.